Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 40-51 mg/dl. The customer believed that the pump settings caused the low bg. Customer consumed glucose tablets to address the low bg. Tandem technical support recommended the customer discuss settings with a healthcare provider.